Event description:
It was reported that the right atrial lead was not pacing. The lead was explanted and replaced. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) - the full lead was returned in segments and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut, was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Apparent explant damage was noted.